Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a history of an unresolved drive line infection. The patient had an elevated creatinine and compromised pulmonary function studies and was not a candidate for a device exchange. The patient was admitted into the hospital with intermittent red heart alarms. The patient's system controller was exchanged and the alarms were not resolved. Several days later it was reported that te patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console, due to suspected end of life of the pump. The patient was transferred to another facility for a possible pump exchange; however, the patient suffered a thromboembolic event. The patient's international normalized ratio (inr) was sub therapeutic. A decision was made by the patient's family for support to be withdrawn and the patient expired.